Manufacturer narrative:
The subject stent was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. The physician noted that though there is the possibility that the tip of gw was nudged during the pgw, it is more likely that blocking the papilla with the subject device caused the pancreatitis. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. Therefore, omsc considers that the condition of the stent implantation or patient was attributed to the stent migration in the duodenum. The device instruction manual has warned users "after placing the drainage tube, if the proximal portion is pulled, the instrument may come out or break, and bile cannot be expelled. Periodically inspect the patient and his drainage tube to confirm that there are no irregularities and that the drainage tube has not clogged, slipped, or detached. This could cause patient injury, such as perforation, bleeding or mucous membrane damage."

Event description:
The physician performed ercp (endoscopic retrograde cholangiopancreatography) on the patient. Since the physician found it difficult to insert an instrument into the bile duct, the procedure was converted to pgw (insertion of guide wire into the pancreatic duct). The subject device (pbd-v812w-07) was placed in the bile duct, a non-olympus pancreatic duct stent which naturally dislodges was placed in the pancreatic duct, and the procedure was completed. The patient experienced abdominal pain from the second day after the procedure, and pancreatitis-like condition was noted. An emergency ercp was performed on the patient, and it was found that the pancreatic stent was migrated. The subject device was blocking the papilla, and secretion of pancreatic juice was noted upon slightly moving the subject device. The pancreatitis was subsequently treated, and the patient temporarily fell into severe condition, is gradually recovering.